Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The package insert contains mixing instructions. The product was discarded by the hospital and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the otomimix would not solidify during prep; after 5-7 minutes the mixture was not solid. The surgeon used another box and it worked fine. There was no delay or patient injury reported.